Event description:
It was reported that during a da vinci si myomectomy procedure the cable broke on a prograsp forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Both pitch cables were broken at the distal clevis hub. The broken cable segments that contain the crimp were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.